Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc231670e0, model: sc-2316-70e, serial: (B)(6), batch: 7097837, UDI: (B)(4).

Event description:
It was reported that following a trial procedure, the patients spinal cord stimulation (scs) leads had migrated. The patient completed the trial procedure and underwent lead pull. The explanted leads were discarded and will not be returned.

Manufacturer narrative:
Correction to the initial MDR in block(s) h6(device code).

Event description:
It was reported that following a trial procedure, the patients spinal cord stimulation (scs) leads had migrated. The patient completed the trial procedure and underwent lead pull. The explanted leads were discarded and will not be returned.